Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit was leaking and had a broken pole. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and could not reproduce the reported failure. The fse replaced the safety disk due to the system hours. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.

Event description:
N/a.